Event description:
Related to MFR report # 2183959-2012-02073. The plaintiff was implanted with the elevate anterior graft on or about (B)(6) 2011, for "the treatment of stress urinary incontinence and/or pelvic organ prolapse." It was alleged by the plaintiff's attorney that "plaintiff has experienced significant mental and physical pain and suffering, has sustained permanent injury, has undergone medical treatment and will likely undergo future medical treatment and procedures," and "other damages."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.